Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's daughter and doctor through the manufacturer representative (rep). The infection was not caused by the device implant procedure. The patient's daughter had reached out just to see if it was okay for them to turn the stimulation up to help their incontinence more. This had nothing to do with the leg infection, as they were completely separate instances that coincided. The doctor also confirmed the instances were unrelated and they had heard no complaints from the patient about the device. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that they were at the hospital yesterday and they have a leg infection and they can't walk. Patient stated they don't know what the infection was but they wanted the stimulation turned up a little bit because every meal they eat they can't get to the bathroom in time so they have to keep cleaning it up. Patient said their daughter said they would turn the stimulation up one notch since they're the one who helps them. The patient was redirected to their healthcare provider to further address the issue. Device education not reviewed since patient stated they'd like their daughter to be present to get this info. And they'll be back next week since they forget things and can't walk.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.